Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 driver new infusion pump. It was stated in the report that the device battery swelled and shows battery not recognized and replace pump message. Physical damage on fluid shield, rear chassis, and rubber feet. The event occurred during start up. There was unknown patient involvement, and no report of patient harm.

Manufacturer narrative:
The device was received on 6/19/2023 for evaluation. Confirmed customer¿s complaint that the device does not recognize the battery. Could not confirm customer¿s complaint that the device battery is swollen. Device will not power on in direct current (dc) power mode. Device failed self-test as a result. Plugged device into alternate current (ac) power, device powers on and alarms with battery disconnected even though the battery is connected to the device. Review of the event alarm log history shows battery error alarm codes n58, n252 and e326. Replaced the battery and pressed change battery softkey. Device now powers on correctly in ac and dc power mode. Device no longer alarms with n58, n252 or e326. Device passed self-test with no error alarms. Probable cause is incorrect battery was installed in the device. Non-ICU medical battery installed. Probable cause for the device battery being swollen was not found. The device battery is not swollen.